Event description:
The customer reported that she has experienced high blood glucose levels for the past week, but has not received any no delivery alarms. The customer was concerned that the insulin pump may not be delivering insulin accurately. The customer stated that her insulin pump settings are all correct. Advised the customer of the troubleshooting that can be conducted, but the customer was not able to troubleshoot at the time of the call. The customer was advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.